Event description:
Information received on (B)(4) 2013 from a charge nurse in an acute dialysis unit regarding a (B)(6) female pt, initials (B)(6) who was on crrt post open heart surgery. The nurse stated the pt had multiple medical issues and was not expected to recover. Cvvhd was initiated. The reporter stated that during treatment, the nurse had not opened the peel seam and mixed the two solutions in the dialysate bags. The pt had dialyzed with the unmixed dialysate for an estimated two and half hours. Cvvhd therapy was discontinued because no improvement. No labs were drawn post treatment and on (B)(6) 2013 the pt expired. No additional information was provided.

Manufacturer narrative:
There is no evidence of a device malfunction and the instructions for use contain adequate warnings to use only after opening the peel seam and mixing the two solutions and that appropriate monitoring of pt's hemodynamic, fluid, electrolyte and acid-base balance should be performed. Nxstage medical considers this case closed.